Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that there was no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 02/27/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: a review of the black box indicated reboots had occurred. The battery cap was able to secure properly and the pump powered on normally. The pump was exercised for 24 hours with no power interruptions occurring. The complaint of no power could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the bolus button was missing; the battery compartment was cracked; there was internal moisture damage found on the printed circuit board.